Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was damaged. A field service engineer found that the damaged cubie pocket prevented the drawer from opening, removed the cubie pocket to resolve the issue, and returned it to the pharmacy. The drawer opened properly, and the customer recovered the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer confirmed that a station reboot was performed followed by recover storage space, however the issue continued to persist. There were no adverse events or injuries reported based on this event.